Event description:
It was reported that autopulse resuscitation system had multiple battery malfunctions during a code. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.